Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change prior to damage) issue. The reporter alleged the audio bolus button was under responsive prior to the button becoming torn/peeling and thinning. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: during investigation, the audio bolus button was found to be torn. It was fully responsive to user input. The audio bolus button cover was removed to find no contamination or moisture. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.